Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the host pc was not working. Upon troubleshooting, the rse confirmed that the customer needed a new license file for the new pc. To resolve the reported issue, the rse created new license and sent to customer. After implementing the new license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the host pc was not working. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.